Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New ecm record created in order to update legacy complaint (B)(4). (B)(6) 2017: email notification from (B)(6) received. It was reported that the patient was revised for unknown reason. Update ad 11 dec 2019. (B)(4) has been reopened under (B)(4) due to receipt of a claimsuite alert. Claimsuite alert indicates that the patient was revised due to alval/soft tissue reaction. Dp reference number has been added to the complaint. Manufacturing dates added. Doi: (B)(6) 2009; dor: (B)(6) 2015 (right hip).